Event description:
Received a voluntary medwatch form from a director of surgical services, who reported following uneventful bilateral prk surgery, a pt presented with bilateral infiltrates at the 6 days post-op exam. Post-op meds were changed and the pt was on a daily recheck schedule. At day 7 post-op, the slit lamp exam showed a decrease in the epi defect and infiltrates. Additional information has been requested. This report is for the left eye, the right eye will be reported on manufacturer report # 3003288808-2012-00114. Additional information from user facility report: pt underwent prk ou (B)(6) 2012. Presented for post op exam (B)(6) 2012 with bilateral infiltrates. Vasc 20/70 od, 20/60 os. Meds changed to: fortified vanco q 30 minutes, zymaxid q 2 hours, polytrim qid, bacitracin unq hs. Re-check daily. On (B)(6) 2012 (sle), decrease in epi defect and infiltrate advised to continue meds. Will continue to see daily until resolution. Vasc 20/60 od, 20/50 os vasc ou 20/40.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4). Additional information from the user facility: (B)(6), manufacturer: alcon, (B)(4), model # allegretto, (B)(6).